Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest, which was allegedly caused by exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.